Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that at the start of therapy the nurse replaced the pads to clear a low flow/air leak and therapy was resumed in the ER. However, it was also reported that the device was not cooling and allegedly made a loud noise. There were several alerts 1 and 2, one alarm 14 and an alert 113. The device was then put in manual mode with only the fluid delivery line attached and the flow rate was 1.8lpm, inlet pressure was -7, and the chiller pump was at 53%. The pump hours were at 2190. T1 and t2 were 0.6c and t4 was 8.6c. The water temperature was quickly able to drop from 24.2c to 7.2c. When the target was raised to 42c the water temperature rose very slowly to 37.1c.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that at the start of therapy the nurse replaced the pads to clear a low flow/air leak and therapy was resumed in the ER. However, it was also reported that the device was not cooling and allegedly made a loud noise. There were several alerts 1 and 2, one alarm 14 and an alert 113. The device was then put in manual mode with only the fluid delivery line attached and the flow rate was 1.8 lpm, inlet pressure was -7, and the chiller pump was at 53%. The pump hours were at 2190. T1 and t2 were 0.6 c and t4 was 8.6 c. The water temperature was quickly able to drop from 24.2 c to 7.2 c. When the target was raised to 42 c the water temperature rose very slowly to 37.1 c.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that upon initiation of therapy, the nurse replaced the pads to clear a low flow/air leak, and therapy was resumed in the ER. However, it was also reported that the device was not cooling and allegedly made a loud noise. There were several alerts 1 and 2, one alarm 14, and an alert 113. Subsequently, the device was placed in manual mode, with only the fluid delivery line attached, and the flow rate was 1.8lpm, the inlet pressure was -7, and the chiller pump was at 53%. The pump hours were 2190, t1 and t2 were 10.6 degree celsius, and t4 was 8.6 celsius. The water temperature quickly dropped from 24.2 degree celsius to 7.2 degree celsius. When the target was raised to 42 degree celsius, the water temperature rose very slowly to 37.1 degree celsius.

Manufacturer narrative:
No sample was returned. Only case data was received for evaluation. Per the preliminary evaluation, the review verified the event that alerts 1 and 2 occurred during therapy. The flow was low throughout; however, the device was able to build up to -7 psi during troubleshooting with no pads attached. Based in the above information the complaint was confirmed as cause unknown. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit.¿ (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Case data was received.

Event description:
It was reported that upon initiation of therapy, the nurse replaced the pads to clear a low flow/air leak, and therapy was resumed in the ER. However, it was also reported that the device was not cooling and allegedly made a loud noise. There were several alerts 1 and 2, one alarm 14, and an alert 113. Subsequently, the device was placed in manual mode, with only the fluid delivery line attached, and the flow rate was 1.8lpm, the inlet pressure was -7, and the chiller pump was at 53%. The pump hours were 2190, t1 and t2 were 10.6°c, and t4 was 8.6c. The water temperature quickly dropped from 24.2°c to 7.2°c. When the target was raised to 42°c, the water temperature rose very slowly to 37.1°c.